Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's fill estimate was inaccurate. Also, it was noted that multiple occlusion alarms occurred. The customer's blood glucose level was 181 mg/dl and it was addressed with a bolus. During troubleshooting with tandem's technical support, it was noted that a minimum fill message occurred after the cartridge was filled with 200 units. It was confirmed that the customer had a backup method of insulin delivery available.